Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, an issue adjusting the speed occurred. The target lesion was located in the calcified left anterior descending artery. During testing of a rotalink advancer and an unspecified rotalink burr the physician was unable to reduce the rotational speed of the burr with the turbine knob on the rotablator console. The physician then attempted to increase the speed of the burr using the turbine knob and the system stalled. The procedure was completed with another rotablator console and the same rotalink advancer and rotalink burr. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).